Event description:
It was reported that after a stent was implanted in the stenosis, the guide wire and the ivus catheter became tangled while imaging as the catheter approached the lesion. The physician removed the catheter and guide wire together as a single unit from the pt's body. Catheter and guide wire use were discontinued and a new ivus catheter and new guide wire were used to complete the ivus procedure. There was no report of pt injury or extended hospitalization. It is volcano's current policy to report instances where a catheter issue may cause removal or exchange of the guide wire or guide catheter.

Manufacturer narrative:
(B)(4). The complaint device has not been returned to the MFR therefore a device eval has not yet been performed. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for guide wire entanglement within this lot. A supplemental report will be submitted when the MFR's investigation is completed.